Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that usb cable would no longer work to charge the pump. Replacement cable was sent to the customer. There was no adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.